Manufacturer narrative:
Due to safe harbor deidentification rules with the registry data owner (accf), data in the event date and date of death fields are limited to the year only. January 1 of the given year was used to capture this. Under the terms and conditions of the registry, anonymized data was provided. No products were returned as part of the registry. It cannot be determined if these events have been previously reported or if the devices were returned for analysis as part of a previously reported spontaneous complaint. However, the events reported were anticipated in nature as defined by the "potential adverse events" list in the FDA-approved instructions for use (IFU). Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI)# and other specific product information.

Event description:
It was reported that the following events occurred death at discharge deceased, acute myocardial infarction.